Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that had an episode of ventricular tachycardia and therapy was initially withheld due to the wavelet algorithm. The device was thought to have a possible false detection which led to the patient receiving inappropriate shocks for the episode. The device remains in use. No further patient complications have been reported as a result of this event.